Event description:
Patient fell and has right femoral periprosthetic fracture. Taking out total hip components and doing a revision rest mod hip with mdm.

Manufacturer narrative:
An event regarding periprosthetic fracture of the femur involving an accolade stem was reported. The event was confirmed through clinician review of the provided x-rays. Method & results: device evaluation and results: not performed as no product was returned for evaluation. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: x-ray provided confirms periprosthetic fracture, need additional information; primary and revision operative reports, clinical and past medical history. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the event of periprosthetic fracture was confirmed based on the clinician review of the provided x-ray. Although the patient sustained a fall the exact cause cannot be confirmed based on the information provided. Further information such as primary and revision operative reports, clinical and past medical history are required to complete the investigation and determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient fell and has right femoral periprosthetic fracture. Taking out total hip components and doing a revision rest mod hip with mdm.